Event description:
It was reported that a malfunction occurred with a malfunction code displayed as malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on how to reset the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support if the issue reappears.